Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that full height drawer was failed due to broken cubie. A field service engineer replaced the insep magnet and installed drawer to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie pockets had jammed, and the lid was broken. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.